Event description:
A malfunction alarm was reported with no notable events prior to its occurrence. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised that they could continue using the pump and to report back if any issues reoccurred.